Manufacturer narrative:
It was reported that the motor on the home care bed was not functioning as intended ("the bed will not go down and the motor keeps 'jerking' "). There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
The customer states that "the bed will not go down and the motor keeps 'jerking'."